Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports redness from 100-300 oclock which extends outward approximately 10mm. Small amount of bleeding noted from this reddened peristomal skin. He uses adhesive remover to his peristomal skin. He uses moisturizing soap to cleanse his peristomal skin. He uses alcohol to his peristomal skin. He applies protective barrier wipes to his peristomal skin. He uses a hair dryer to dry his peristomal skin and to warm the adhesive. Instructed on crusting with stomahesive powder and protective barrier wipes or water. Instructed on cleansing peristomal skin with soap that does not contain lotions; moisturizers or creams. Instructed if area worsens or does not improve to call back for additional instructions.